Event description:
Boston scientific received information that the patient have received a phone call that indicated this implantable cardioverter defibrillator (ICD) device was programmed off and was not working. Boston scientific technical services (ts) reviewed record of all calls however there were no record of this call and suggested the patient to review and identify where this call came from. All attempts to obtain additional information were unsuccessful. This ICD device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.